Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had constant alarms while on the mobile power unit and was not able to distinguish the cause. The patient swapped out the system controller and switched to batteries.

Manufacturer narrative:
Section d9 correction. Section g2 correction. Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) alarming when connected to the mobile power unit (mpu) was confirmed via investigation of the returned system controller. The system controller returned for analysis with damage to the white power cable. Data was reviewed in the log file from the reported event date of 03may2025 and beginning at 07:37, no external power, power cable disconnect, and low voltage hazard alarms activated due the voltages fluctuating around the alarm thresholds. The alarms resolved at 07:38 when the controller was connected to battery power. The driveline was disconnected at 07:49 and the controller was shut down, consistent with the reported controller exchange. The controller passed functional testing and was able to support a mock circulatory loop for an extended period of time without issue or alarm. The white power cable was manipulated while the controller was connected to the test power module, and a no external power alarm activated, confirming the reported event. The underlying wires were resistance tested, and all wires were within specification. The wires were insulation tested, and one of the wires responsible for power delivery to the controller was found to be shorted to shield. The outer layers of the cable were stripped, and damage to the wire was found under the noted power cable damage. This damage would cause the reported alarms. The root cause of the reported event was determined to be due to damage on the system controller¿s white power cable. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.